Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evalution. The customer's report was verified and attributed to faulty electrodes pads. The electrodes pads were replaced to remedy the customer's report. A review of the device log indicates multiple "real time clock" errors when using the customer' returned electrode pads. When the unit was tested with known good pads, the device powers on as expected. Analysis of reports of this type has not identified an increase in trend.